Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation with 300cc mentor smooth low-profile gel breast implants, lot and catalog numbers unknown, experienced left side rupture and unexplained systemic symptoms post procedure. A scan (unknown type) revealed the rupture. Early menopause and an inflammatory response that worsens with exercise was mentioned by the patient. The patient postulated that the implants or allergies may be causing this but was unsure. Although no direct connection has been made, mentor is conservatively reporting this event. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2020-14580 for contralateral prosthesis report.